Manufacturer narrative:
The sheath and introducer were returned to edwards lifesciences for evaluation after being used in procedure. The returned esheath was visually inspected, and severe distal tip damage, an hdpe tear at the distal tip were observed. There were scratches on the distal end of sheath and on the distal end of the introducer shaft. The liner was expanded on the distal 3.25¿ portion of the sheath shaft. No relevant dimensional inspections were performed due to the condition of the returned device (hdpe split, distal tip damage, expanded liner at distal portion). No relevant functional testing could be performed on the complaint device due to its condition (hdpe split, distal tip damage, expanded liner at distal portion). DHR review was performed for the components listed in the table below, as these components are the most relevant to this complaint event, and did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaints with ¿sheath distal tip-split¿. Review of complaint history for the esheath model (all sizes), for june 2015 to may 2016 revealed other returned complaints for ¿sheath distal tip-split¿, and the occurrence rates did not exceed the may 2016 control limits for the trend category of ¿damaged¿ for the expandable sheath set. No IFU/training deficiencies were identified. During manufacturing of the sheath, the devices undergo multiple 100% inspections by manufacturing and quality. A sample of sheath shafts undergo visual inspection for pre- and post-expansion testing performed during product verification (lot release) testing. The samples go through an expander insertion test where peak push force is measured while an expander (simulating a delivery system and valve) is pushed through the expandable sheath. For the related work order, sheath shaft expander insertion forces met statistical acceptance criteria, as the calculated tolerance limit was less than the upper specification limit. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for ¿sheath distal tip-split¿ was confirmed based upon visual inspection of the returned sample, but no manufacturing non-conformances were identified in the investigation. Based on the severe distal tip damage, tear on the hdpe, and scratches on the shaft and introducer, it is likely that patient factors (mild tortuosity, moderate calcification) contributed to the complaint. The scratches and nature of the damages indicates that the device came into contact with patient vessel calcification and resulted in the reported complaint. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the trend category for this failure mode does not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the may 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
During the pre-deco evaluation, the sheath tip was split. Investigation is ongoing.

Event description:
As found through pre-deco evaluation, the sheath tip was split. As reported by our affiliates in (B)(6), the 29mm sapien xt was implanted by right tf approach in aortic position. The right femoral was pre-sutured with two proglides closure devices and dilators were used to upsize the vessel until 22f were used. When insertion of the esheath was attempted, it didn't progress. It was finally removed without any consequences to the patient. After its removal, it could be seen that the proximal portion of the esheath was already open and wrinkly. A new kit was opened in order to use a new esheath. The minimum luminal diameter (mld) was 7.4mm with moderate calcification, and mild tortuosity.